Manufacturer narrative:
(B)(6). Device is a combination product. A visual and microscopic examination identified distal stent damage. Row 1 had misaligned. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. A visual and microscopic examination also identified that the lumen was kinked from the proximal markerband to 22mm proximal to the markerband. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a coronary artery stenting treatment procedure there was difficulty crossing the lesion. The target lesion was located in the proximal to mid rca (right coronary artery). Predilation was performed with a 2.0x15mm balloon two times to 14atm. The 2.5x32mm taxus liberte stent delivery system was advanced but could not cross the lesion. A 2.5x18mm promus stent was implanted in the proximal portion of the lesion and the distal portion was treated with balloon angioplasty only. There were no reported patient complications and the patient's status was good. However, returned product analysis revealed stent damage.